Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room and then hospitalized due to high blood glucose, early stage of diabetic ketoacidosis and dehydration on (B)(6) 2020 with blood glucose of 600 mg/dl. It was unknown whether the customer was using the auto-mode feature. The customer was stopped using insulin pump. The insulin pump will not be returned for analysis.